Event description:
It was reported that the patient went to the hospital because lia (lead integrity alert) triggered. The right ventricular lead had high impedance values, noted oversensing, and was suspected of a fracture. The lead was abandoned but not explanted and then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed there was oversensing. There were five lfp (lead failure predictor) high rate-ns (non-sustained) less than equal to 217 ms average v(ventricular)-cycle between (B)(4) 2012 06:45:21 and (B)(4) 2012 17:48:38. There was one ventricular nst (non-sustained tachycardia) equal to 200 ms on (B)(4) 2012 at 22:25:54. There was one patient alert for lead failure predictor on (B)(4) 2012 15:00:22 and two patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 21:00:21 and (B)(4) 2012 15:00:22. The programmer s2d data file (B)(4) also shows one alert for "rv bipolar lead impedance greater than 3000 ohms" on (B)(4) 2012 15:00:22. Finally the weekly pace impedance trend data shows a spike increase for max ventricular pace bi impedance equaling 836 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2011, then returning to 893 ohms on (B)(4) 2011.